Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer removed the o-ring from the pneumatic tap, cleaned the area, and successfully reattached the cartridge with assistance from technical support, allowing them to complete the load process and resume insulin delivery.